Event description:
It was reported that the ventilator had an issue. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initial information stating just a technical visit without any other additional information could suggest a possible unknown malfunction that could affect the ventilator's essential functions. However the information was received later stated that there was no malfunction. It was a preventive maintenance (pm) visit. No other parts was replaced apart from the stipulated parts in the pm kit.